Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels (60-360 mg/dl). Customer delivered a bolus to stabilize elevated bg's, and stabilized low bg's with glucose tablets and consumed carbohydrates. Recommendation was made to discuss diabetes management with customer's health care professional.